Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the stimulator had been working fairly well and they felt like it was successful. However, they had an MRI on may 29th and had turned therapy off instead of activating MRI mode. It was off for 4 hours and they were back to having accidents in the morning. They had 2 months of uncontrolled bowels again. They ended up changing programs but wondered if it did something because they did not put it into MRI mode. Redirected to discuss with managing healthcare provider (hcp). The patient stated they have an upcoming appointment in a few weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.